Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had lcd pixels damaged; lost programming. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: a1, b3, b5 and h6 ( patient code).

Event description:
Additional information received provided that there was no patient involved.